Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain') in a 31-year-old female patient who had essure (batch no. 627076) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine fibroid, dysfunctional uterine bleeding, uterine bleeding, cervicitis, endocervicitis, stomach pain (epigastric), gastric ulcer, gerd, gastroparesis, atrophic gastritis and menometrorrhagia. Previously administered products included for prevent pregnancy: alesse from (B)(6) 2008 to (B)(6) 2009. Concurrent conditions included obesity. Concomitant products included hydrocodone bitartrate;paracetamol (vicodin) from (B)(6) 2008 to (B)(6) 2015 and ibuprofen (motrin) from (B)(6) 2008 to (B)(6) 2015. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), anaemia ("blood or heart disorder/condition type: anemia"), vaginal haemorrhage ("abnormal bleeding(vaginal,"), menorrhagia ("abnormal bleeding(menorrhagia,"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced genital haemorrhage ("gen. (Genital bleeding)"), metrorrhagia ("metrorrhagia") and post procedural complication ("post procedural complication"). The patient was treated with plasma (fresh frozen plasma), red blood cells, concentrated and surgery (hysterectomy, salpingectomy (one side removal of fallopian tube), (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, anaemia, vaginal haemorrhage, menorrhagia and metrorrhagia had resolved and the depression, anxiety and post procedural complication outcome was unknown. The reporter considered abdominal pain, anaemia, anxiety, depression, genital haemorrhage, menorrhagia, metrorrhagia, pelvic pain, post procedural complication and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy in dates of essure insertion - (B)(6) 2008 as per pfs and (B)(6) 2008 as per summons. 3 coils out in each tube her left tube was very adherent to her ovary, so physician left this hysterectomy with unilateral salpingectomy - right side. She received treatment for events pain and bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: essure device was successfully occluded status post essure procedure. Blocked fallopian tubes. Significant irregularity of the of the cervical canal may be due to cervicitis.. Imaging procedure - on (B)(6) 2009: essure confirmation test (unspecified) - result not provided. Concerning injuries reported in this case the following ones were described in patient medical records: it confirms events as anemia, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received. Outcome of event "abnormal vaginal bleeding changed from unknown to recovered/resolved". We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain') in a 31-year-old female patient who had essure (batch no. 627076) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine fibroid, dysfunctional uterine bleeding, uterine bleeding, cervicitis, endocervicitis, stomach pain (epigastric), gastric ulcer, gerd, gastroparesis, atrophic gastritis and menometrorrhagia. Previously administered products included for prevent pregnancy: alesse from (B)(6) 2008 to (B)(6) 2009. Concurrent conditions included obesity. Concomitant products included hydrocodone bitartrate;paracetamol (vicodin) from (B)(6) 2008 to (B)(6) 2015 and ibuprofen (motrin) from (B)(6) 2008 to (B)(6) 2015. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), anaemia ("blood or heart disorder/condition type: anemia"), vaginal haemorrhage ("abnormal bleeding(vaginal,"), menorrhagia ("abnormal bleeding(menorrhagia,"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced genital haemorrhage ("gen. (Genital bleeding)"), metrorrhagia ("metrorrhagia") and post procedural complication ("post procedural complication"). The patient was treated with plasma (fresh frozen plasma), red blood cells, concentrated and surgery (hysterectomy, salpingectomy (one side removal of fallopian tube), (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, anaemia, menorrhagia and metrorrhagia had resolved and the vaginal haemorrhage, depression, anxiety and post procedural complication outcome was unknown. The reporter considered abdominal pain, anaemia, anxiety, depression, genital haemorrhage, menorrhagia, metrorrhagia, pelvic pain, post procedural complication and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy in dates of essure insertion - (B)(6) 2008 as per pfs and (B)(6) 2008 as per summons. 3 coils out in each tube. Her left tube was very adherent to her ovary, so physician left this hysterectomy with unilateral salpingectomy - right side. She received treatment for events pain and bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: essure device was successfully occluded status post essure procedure. Blocked fallopian tubes. Significant irregularity of the of the cervical canal may be due to cervicitis. Imaging procedure - on (B)(6) 2009: essure confirmation test (unspecified) - result not provided. Concerning injuries reported in this case the following ones were described in patient medical records: it confirms events as anemia, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: plaintiff info form received. Added event post procedural complication, metrorrhagia. Outcome of events pelvic pain, general abnormal bleeding, anaemia, menorrhagia, abdominal pain and metrorrhagia was updated as recovered. Event genital haemorrhage updated as non serious. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain') in a 31-year-old female patient who had essure (batch no. 627076) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine fibroid, dysfunctional uterine bleeding, uterine bleeding, cervicitis, endocervicitis, stomach pain (epigastric), gastric ulcer, gerd, gastroparesis, atrophic gastritis and menometrorrhagia. Previously administered products included for prevent pregnancy: alesse from (B)(6) 2008 to (B)(6) 2009. Concomitant products included hydrocodone bitartrate;paracetamol (vicodin) from (B)(6) 2008 to (B)(6) 2015 and ibuprofen (motrin) from (B)(6) 2008 to (B)(6) 2015. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), anaemia ("blood or heart disorder/condition type: anemia"), vaginal haemorrhage ("abnormal bleeding(vaginal,"), menorrhagia ("abnormal bleeding(menorrhagia,"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). The patient was treated with plasma (fresh frozen plasma), red blood cells, concentrated and surgery (hysterectomy, salpingectomy (one side removal of fallopian tube), (B)(6) 2015). At the time of the report, the pelvic pain and abdominal pain was resolving and the anaemia, vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anaemia, anxiety, depression, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy in dates of essure insertion - (B)(6) 2008 as per pfs and (B)(6) 2008 as per summons. 3 coils out in each tube her left tube was very adherent to her ovary, so physician left this hysterectomy with unilateral salpingectomy - right side . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: essure device was successfully occluded status post essure procedure. Blocked fallopian tubes. Significant irregularity of the of the cervical canal may be due to cervicitis.. Concerning injuries reported in this case the following ones were described in patient medical records: it confirms events as anemia, menorrhagia . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 28-aug-2019: quality safety evaluation of ptc(product technical complaint). Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain') and genital haemorrhage ('gen. (Genital bleeding)') in a 31-year-old female patient who had essure (batch no. 627076) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine fibroid, dysfunctional uterine bleeding, uterine bleeding, cervicitis, endocervicitis, stomach pain (epigastric), gastric ulcer, gerd, gastroparesis, atrophic gastritis and menometrorrhagia. Previously administered products included for prevent pregnancy: alesse from june 2008 to february 2009. Concomitant products included hydrocodone bitartrate;paracetamol (vicodin) from november 2008 to february 2015 and ibuprofen (motrin) from november 2008 to february 2015. On (B)(6) 2008, the patient had essure inserted. In december 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), anaemia ("blood or heart disorder/condition type: anemia"), vaginal haemorrhage ("abnormal bleeding(vaginal,"), menorrhagia ("abnormal bleeding(menorrhagia,"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant). The patient was treated with plasma (fresh frozen plasma), red blood cells, concentrated and surgery (hysterectomy, salpingectomy (one side removal of fallopian tube), (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and abdominal pain was resolving and the genital haemorrhage, anaemia, vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anaemia, anxiety, depression, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy in dates of essure insertion - (B)(6) 2008 as per pfs and 06/2008 as per summons. 3 coils out in each tube her left tube was very adherent to her ovary, so physician left this hysterectomy with unilateral salpingectomy - right side. Received treatment for pain and bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: essure device was successfully occluded status post essure procedure. Blocked fallopian tubes. Significant irregularity of the of the cervical canal may be due to cervicitis.. Imaging procedure - on (B)(6) 2009: essure confirmation test (unspecified) - result not provided. Concerning injuries reported in this case the following ones were described in patient medical records: it confirms events as anemia, menorrhagia quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Lab data added. Event gen. (Genital bleeding) added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain') in a (B)(6) year old female patient who had essure (batch no. 627076) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine fibroid, dysfunctional uterine bleeding, uterine bleeding, cervicitis, endocervicitis, stomach pain (epigastric), gastric ulcer, gerd, gastroparesis, atrophic gastritis and menometrorrhagia. Previously administered products included for prevent pregnancy: alesse from (B)(6) 2008 to (B)(6) 2009. Concomitant products included hydrocodone bitartrate;paracetamol (vicodin) from (B)(6) 2008 to (B)(6) 2015 and ibuprofen (motrin) from (B)(6) 2008 to (B)(6) 2015. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), anaemia ("blood or heart disorder/condition type: anemia"), vaginal haemorrhage ("abnormal bleeding(vaginal,"), menorrhagia ("abnormal bleeding(menorrhagia,"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). The patient was treated with plasma (fresh frozen plasma), red blood cells, concentrated and surgery (hysterectomy, salpingectomy (one side removal of fallopian tube), (B)(6) 2015). At the time of the report, the pelvic pain and abdominal pain was resolving and the anaemia, vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anaemia, anxiety, depression, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy in dates of essure insertion (B)(6) 2008 as per pfs and (B)(6) 2008 as per summons. 3 coils out in each tube. Her left tube was very adherent to her ovary, so physician left this hysterectomy with unilateral salpingectomy right side. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2009: essure device was successfully occluded status post essure procedure. Blocked fallopian tubes. Significant irregularity of the of the cervical canal may be due to cervicitis. Concerning injuries reported in this case the following ones were described in patient medical records: it confirms events as anemia, menorrhagia. Most recent follow-up information incorporated above includes: on 14-aug-2019: pfs and mr received: events-" abnormal bleeding(vaginal, menorrhagia), psychological or psychiatric problems condition: depression and mental anguish, blood or heart disorder/condition type: anemia", abdominal pain. Outcome for pain added. Lot number, medical history, concomitant drug, treatment and historical drugs added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.